Event description:
The patient was receiving IV contrast for a CT, less than 350 psi (per package insert max for tubing is 400 psig) for injection being used and connector tubing cracked. The patient was not harmed and associate did not have an exposure. However, the connector had to be replaced in order to complete the exam.